Event description:
During an atrial fibrillation procedure, the sideport was leaking blood after being inserted into the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a leak was confirmed. A leak did not occur during liquid leak testing; however, an air leak was noted. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the hemostasis seal. Visual inspection also revealed the sideport tubing was partially separated from the sheath hub sideport. However, additional analysis confirmed the location of the adhesive ring on the sideport tubing, which indicated the stopcock attach process was performed correctly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. Per the IFU, damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.